Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown with the obtained information if the reprocessing has been implemented in line with the instructions for use (IFU) . Furthermore, the foreign material could have remained since the device had a physical breakage. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: the instruction manual reprocessing manual ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. The instruction manual operation manual ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had a pinhole near the wire at the tip of the forceps desk. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to damage on the pipe protecting the forceps elevator wire. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Additional findings include the following: the adhesive on the bending section cover had a white-clouded area, the connecting tube had a scratch, the nozzle was deformed, the scope cover plating had peeling, the protector of the universal cord on the scope connector / control section had a scratch, the universal cord had a wrinkle / scratch / dent, switch 1 had wear, the control unit had a scratch, the paint on the suction cylinder was peeled, the paint on the air / water cylinder was peeled, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a chip, and the connecting tube coating was peeled / had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.